Event description:
It was reported that an unspecified alarm occurred during use on the homechoice. The patient stated they had replaced the cassette and the problem was resolved. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the device was not received for evaluation, a device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.